Event description:
As reported: "the surgeon had an issue while using a variax clavicle plate. The surgeon placed a screw through one of the oblong holes and tried to tighten the screw, to pull the plate down to the bone. The screw apparently went straight through the hole in the plate, meaning that the surgeon had to remove the hole plate, remove that screw and start again. This added time to the procedure. The surgeon thought the screw head must be broken."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "the surgeon had an issue while using a variax clavicle plate. The surgeon placed a screw through one of the oblong holes and tried to tighten the screw, to pull the plate down to the bone. The screw apparently went straight through the hole in the plate, meaning that the surgeon had to remove the hole plate, remove that screw and start again. This added time to the procedure. The surgeon thought the screw head must be broken."